Manufacturer narrative:
Device evaluated by MFR. The ventilator was rec'd by the distributor on 02/23/07. It will be forwarded to MFR/flight medical ltd for further investigation. A failure analysis report and action taken in resolving this issue will be submitted to medwatch program. Please note that there was no death or no severe injury involved in the incident.